Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an ER doctor regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient needs an urgent MRI of their lumbar spine. Caller stated the patient let the battery completely run out and they don't have the controller or charging apparatus with them. Caller said the patient wanted the stimulator taken out because they were getting some shocking type of sensation going down their leg and that is why they didn't want it anymore so they decided to let the ins battery drain. Caller did not know when the issue started. Agent redirected to nas, reviewed MRI elig form.